Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
The patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient then experienced difficulty urinating, inability to sit for prolonged periods of time, pain, and inability to engage in sexual relations. Due to tremendous pain the patient has taken pain medication on an ongoing basis. The patient has undergone numerous medical procedures including but not limited to various surgical procedures to remove the mesh. Attempts have been unsuccessful and the patient continues to have pain. The patient has sustained permanent and debilitating injuries.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient underwent complete excision of mesh sling with bilateral groin dissections and cystoscopy on (B)(6) 2013, due to chronic pelvic pain, vaginal and groin pain secondary to transobturator mesh urethral sling. It was reported that the patient underwent posterior vaginal wall repair on (B)(6) 2014, due to pop. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.